Event description:
User facility reported on behalf of home care user that device was in use with patient at home (time in use not provided). When patient's caregiver changed the tracheostomy tube ties, the tube was found to have partially split between the tube and the connector. According to reporter, an emergency tracheostomy tube change was necessary. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Manufacturer narrative:
Onu used tracheostomy tube was returned for evaluation. Manufacturing record review did not reveal any deviations or anomalies for the reported lot. Visual inspection found the flange to be broken and determined to be caused by excessive force applied to the device. Instructions for use warn user to avoid application of excessive rotational or linear forces on the tube during and after attachment of the breathing system to the tracheostomy tube connector.